Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer stated that blood glucose (bg) level was "fairly good", however, the exact value was not provided as the customer had not tested bg level. Customer confirmed alternate insulin therapy would be obtained.